Event description:
It was reported the physician had surgically placed the lead during a procedure, but the lead exhibited invalid impedances. The lead was tested with different cables and positions intraoperatively, but the issue persisted. The physician removed the lead and placed two other leads successfully to complete the procedure. It was reported the procedure was extended for 30 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.